Event description:
Pump had a hard time steering, then the pump motor alarmed at that time the user noticed that the cassette had a leak. The cassette was exchanged and the pump worked problem free with the new cassette.

Manufacturer narrative:
During the investigation, it was noted that the c-flex tubing was wedged under the gear roller. With the position of the c-flex being under the gear rollers this over time will cause wear and tearing to the tubing. Sorenson medical has determined that this is a training issue with assembly. A step of rotating the roller assembly once the c-flex had been set in place one full revolution was added to the work instruction. Training for incorrect placement of c-flex has been performed at integra biotechnical (contract manufacture).